Manufacturer narrative:
The printed box labeling indicates that the product has a super strength adhesive and is not intended for use on delicate or sensitive skin.

Event description:
On (B)(6) 2015 - the end user reported that she used the device 2 weeks ago and the adhesive part left a black mark on her arm.